Event description:
Essure procedure done (B)(6) 2012. Out patient surgical facility under general anesthesia. Pregnancy 4 months post surgical-healthy birth of child, frequent indescribable pain in uterus and ovary area sometimes into the abdomen and right hip area, heavier menstrual cycles, increased yeast infections, constant discomfort in uterine area with bloating, pain in uterus after sexual intercourse nauseous in morning and something throughout the day, burning or tearing feeling in uterine/ovary area either laying down or standing, occasional severe indescribable pain in uterus/abdomen enough to make me double over and stop everything and not able to walk or move, abnormally increased vaginal discharge. No testing at all to date, was pregnant by the time the confirmation test was due. Will be requesting an xray of some type to determine location of coils. Not sure if they are in proper position or if the tubes were occluded. Advil for pain when necessary, over the counter and rx medication for vaginal discomfort due to yeast infections when needed.